Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic the device indicated that the device still had a battery longevity of several years. A couple of months prior the battery longevity was less than a year. The battery voltage was consistent to the previous check up's voltage. The physician decided that the patient's device will continue to be monitored. The patient had no consequences from the event.